Manufacturer narrative:
Physio-control further evaluated the device. The device was opened, and an internal physical inspection was performed with no discrepancies observed. After further evaluation, physio determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u25 on the digital pcb assembly having corrupted software. This ic chip, designator u25 on the digital pcb assembly, having corrupted software, caused the device not to power on correctly. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was not completing a power on cycle.  Without having the ability to power on, the device could not be used to deliver defibrillation energy to a patient, if needed.  There was no report of any patient use associated with the reported issue.